Event description:
Report from patient's family member states that patient underwent a sleep study where the next day they had a brown stain and a 1st degree burn approximately 2"-3" around their nose, where a mask, disinfected in cidex opa, was placed. They were prescribed valtrax and hydrocortisone cream.